Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture and balloon detachment occurred. The target lesion being treated was located in the severely calcified superficial femoral artery (sfa). The 5.00mm x 180mm x 75cm mustang balloon catheter was advanced to the lesion and on the second inflation, it ruptured at 8 atms after less than 15 seconds. A fragment of the balloon detached and a non-bsc stent was advanced to the sfa and deployed, trapping the detached portion of the mustang balloon against the vessel wall. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: initial examination of the returned device noted that it was returned with a hydrophilic coated guidewire inserted through it. It was not possible to remove the guidewire. It was noted that the shaft of the device was severely stretched for a distance of 62mm at 360mm distal to the strain relief and again for a distance of 91mm at 516mm distal to the strain relief. Examination of the balloon material noted that it was torn circumferentially. The distal portion of the balloon and the tip of the device were not returned for analysis. The proximal portion of the balloon is still attached to the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure a balloon rupture and balloon detachment occurred. The target lesion being treated was located in the severely calcified superficial femoral artery (sfa). The 5.00mm x 180mm x 75cm mustang balloon catheter was advanced to the lesion and on the second inflation it ruptured at 8 atms after less than 15 seconds. A fragment of the balloon detached and a non-bsc stent was advanced to the sfa and deployed, trapping the detached portion of the mustang balloon against the vessel wall. No further patient complications were reported and the patient's status is good.